Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed the ¿apply sample¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016. The patient manages her diabetes with insulin (no adjustments) and claimed she took more food and drink in response to the alleged meter issue. The patient reported developing symptoms of feeling ¿dizzy and sweaty¿ two days after the meter issue began. The patient denied receiving any medical treatment due to the alleged meter issue. At the time of troubleshooting, the csr noted the patient¿s technique of applying the blood sample to the test strip was incorrect; the patient was incorrectly applying the blood sample to the top of the strip. It was noted the correct strips were being used for testing and that this was not the first time the product was being used. The csr walked the patient through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.